Event description:
After the smartview upgrade to version 2.44, the programmer only interrogated one device (reply d). After that, it was not possible to interrogate other devices or choose a patient from the patient list (the patient data were missing). A message was displayed saying ¿failed to initiate the software. The data are not accessible¿. The software 2.44 was re-installed and a different message appeared ¿cannot access the manager core!¿. No further actions were possible (in particular downgrade to 2.42 or re-installation of 2.44). Preliminary analysis showed that the installation of the smartview 2.44 was interrupted abruptly (unplugging the programmer) which had corrupted the data storage component.

Event description:
After the smartview upgrade to version 2.44, the programmer only interrogated one device (reply d). After that, it was not possible to interrogate other devices or choose a patient from the patient list (the patient data were missing). A message was displayed saying ¿failed to initiate the software. The data are not accessible¿. The software 2.44 was re-installed and a different message appeared ¿cannot access the manager core!¿. No further actions were possible (in particular downgrade to 2.42 or re-installation of 2.44). Preliminary analysis showed that the installation of the smartview 2.44 was interrupted abruptly (unplugging the programmer) which had corrupted the data storage component.